Event description:
The customer reported that when a pt coded, there was a frozen ECG rhythm on the monitor that was sinus and the monitor did not alarm. The pt expired.

Manufacturer narrative:
Philips is in the process of obtaining more info concerning this event and this complaint is still under investigation.